Event description:
Boston scientific received information that during a routine clinic follow-up, the right ventricular (rv) lead had a high out of range shock lead impedance measurement, high pacing threshold measurements and no capture could be seen at maximum device outputs. Boston scientific technical services (ts) was consulted and indicated that there is a risk of post shock bradycardia and cardiac standstill and that there may be lv only capture during post shock and advised a revision surgery rather than repositioning this lead. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, this patient underwent surgical intervention to reposition the lead. The lead remains in use. No further complications were reported.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.